Manufacturer narrative:
The lead was electronically repositioned which yielded acceptable impedance measurements. The lead remains in service and will continue to be monitored. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable left ventricular lead exhibited impedance measurements greater than 2,000 ohms. An increase in pacing thresholds were also observed. No adverse patient effects were reported.